Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device is not available for testing. If any new information is discovered, a follow-up report will be submitted.

Manufacturer narrative:
Caire is coordinating the return of the device from the distributor for an evaluation. A follow-up report will be submitted if any new information is discovered.

Event description:
The new concentrator was provided to the customer on (B)(6) 2020. On (B)(6) 2020, the sieve bed blew, causing dust to accumulate in the customer's home. The unit has two hours.